Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2015 with the following findings: there was a battery compartment crack. A piece of the battery compartment threads was missing. The battery cap was unable to tighten to the pump. There was visible corrosion inside the battery compartment. The pump failed a leak test due to a battery compartment leak. There was evidence of moisture found internally on the tranceiver printed circuit board, the battery canister and the support bracket.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).